Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2018, patient was placed the cvc in the ICU in (B)(6) hospital. Blood was drawn from the catheter and peripheral veins immediately after the success of the insertion. On the next day, the bacterial culture at the catheterization site was reported as (B)(6) on the (B)(6). Peripheral venous blood cultures were negative, and cvc was immediately removed. The patient came to hospital without fever, white blood cell abnormalities, and other infections. The director doubts the possibility of catheter infection after rounds of the wards inquiry on (B)(6). The user facility randomly took out one product on the same batch of cvc to culture the tip of the catheter. On (B)(6) the bacterial department reported the result was (B)(6). This event document in MDR #300642876-2018-00284.

Manufacturer narrative:
Qn# (B)(4). The customer supplied five photos and a video for evaluation. The photos and the video show different angles of an unopened cvc set. The packaging appears to be damaged in certain areas but the lidstock seal appears to be intact. A device history record review was performed on the catheter and no manufacturing issues were identified. The customer returned a representative sample which was then forwarded to the manufacturing facility for evaluation. The sample was evaluated for seal area quality. The product lidstock/tray seal was found to be in good order with no issues identified (no holes, compromised seal, foreign material, creases or other defects). Based on the investigation performed, no issues were found with the returned representative sample from a sterile barrier point of view. No issue was determined which could cause contamination of the manufactured/packaged products.

Event description:
It was reported that (B)(6) 2018, patient was placed the cvc in the ICU in (B)(6) hospital. Blood was drawn from the catheter and peripheral veins immediately after the success of the insertion. On the next day, the bacterial culture at the catheterization site was reported as staphylococcus positive on the (B)(6). Peripheral venous blood cultures were negative, and cvc was immediately removed. The patient came to hospital without fever, white blood cell abnormalities, and other infections. The director doubts the possibility of catheter infection after rounds of the wards inquiry on (B)(6). The user facility randomly took out one product on the same batch of cvc to culture the tip of the catheter. On (B)(6), the bacterial department reported the result was staphylococcal positive 1+. This event document in MDR #300642876-2018-00284.